Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017- failure to follow steps/instructions; excessive force the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The xience pro x everolimus eluting coronary stent system instruction for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Also coronary stent placement should only be performed at hospitals where emergency coronary artery bypass graft (CABG) surgery can be readily performed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported difficulty to remove. During removal, due to the resistance with the anatomy, force was applied, likely causing the detachment of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the patient presented with a st elevated myocardial infarct (stemi) and a xience pro stent was successfully implanted; however, during removal, the delivery system became stuck in the anatomy. Force was applied and the distal device around the balloon area separated. The patient was transferred to a different hospital for surgical intervention and the device fragment was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is listed in the xience pro x everolimus eluting coronary stent system instruction for use, as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of death and cardiogenic shock, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the patient was reported in cardiogenic shock on arrival at the surgical hospital. One week post-procedure, the patient died from unspecified causes. No autopsy was performed. No additional information was provided.